Manufacturer narrative:
(B)(4). Additional information was obtained: we take it out of the main box, we open up the package and drop it off on the sterile field. Those packets were all sterilized samples that we sent back. We didn't want to send a bloody contaminated needle and thread. We autoclaved the device before we sent it back, prior before set it back to you, it was not re-sterilized before use on the patient the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: two empty opened foils, two labeled winding formers and a needle-suture combination in some parts of product code mcp493, lot lj6812 were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected; however, the suture pieces have begun with the process of disintegration; this is the cause broken suture. Also, the two foils were examined for visual inspection and showed multiples wrinkles and only one foil present holes in cavity on the back- foil package due to excessive manipulation and this condition contributed to degradation of the suture. Per the sample condition the assignable cause of the damaged product, is suture degradation due to the improper handling of package.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was being tied in the subcutaneous tissue with an interrupted technique. There had been 4 tissue passes before breakage which happened approximately 3 inches from the needle. It broke in two pieces. No additional information was provided. There were no patient consequences reported.